Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. During processing of this complaint, attempts were made to obtain weight but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00837. It was reported the patient had an infection. In turn, the patient was prescribed oral antibiotics to address the issue.